Event description:
The device was working properly, and then all of the sudden it alarmed "device malfunction. Removed the vessel sealer." Vessel sealer was removed and placed back on and still not working, another vessel sealer was opened for the case.